Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 13/apr/2024, it was reported by the patient that he was suffering from high blood glucose level. In troubleshooting bent cannula found. Hyperglycemia is treated by the bolus via pump. No further information was available.

Manufacturer narrative:
E1: patient country: united states.